Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, technical error code alarms indicating software issues were also found in the device logs. To address these issues, the control printed circuit board (pcb) and the monitoring pcb were replaced, and the software was re-installed. However, the gas supply test failure persisted, indicating that the pcb replacement did not fully resolve the issue. Further inspection revealed that the gas modules were the cause of the problem, and they were subsequently replaced. After replacing both gas modules, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Device log analysis confirmed the issues related to the failed gas supply test and the generated technical error codes. The gas modules and both the control and monitoring pcbs were returned for further investigation. A visual inspection of the returned parts revealed no abnormalities. The parts were then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check and no technical error codes were generated during startup. After passing, ventilation was performed successfully for five days without generating any alarms or errors. After ventilation, several pre-use check were performed, and all of them passed. The conclusion is that the device failed to meet its specifications during the reported event. Although the reported issue could not be reproduced at the manufacturer's site, the available information and device logs suggest that one or both of the returned gas modules might have contributed to the failed gas supply test. Due to the inability to reproduce the issue, a definitive cause cannot be established at this moment.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).